Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) spain alleging that the patient¿s onetouch vita2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the subject meter started reading inaccurately high ¿during the three days¿ prior to contacting lfs and when the patient was ¿out of her area.¿ the patient manages her diabetes with a combination of diabetes medications. The reporter alleged that in response to obtaining the alleged inaccurate results, the patient ¿went to the gp¿. The reporter alleged that the patient had no symptoms but the gp referred her to the hospital. She reported that on (B)(6) 2015 at 7:00pm, the patient obtained an alleged inaccurately high blood glucose result with the subject meter of ¿400 mg/dl¿ compared to ¿332mg/dl¿ on a laboratory device performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these results falls outside lfs¿ criteria for accuracy. The reporter also alleged that while in the hospital, the patient was given ¿serum¿ and quick acting insulin by a healthcare professional (hcp). The reporter also indicated that at 9:00pm on (B)(6) 2015, the patient obtained a blood glucose result of ¿280 mg/dl¿ on the hospital meter, and at 11:00am on (B)(6) 2015, a result of ¿500 mg/dl¿ on the subject meter. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged that the patient obtained inaccurate high results with the subject meter and reportedly received treatment for an acute diabetes excursion from a hcp after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue could not be confirmed. A secondary issue was also noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.